Manufacturer narrative:
Cont'd medical devices: 100ml baxter bag ndc 0338-0049-48 lot number us000190 exp nov 18 zoledronic acid in 0.9% sodium choloride . The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while infusing zometa 3mg in nacl 0.9% 100ml ivpb, there was leaking from where the texium on the secondary set connects to the smartsite of the primary tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a texium leak at the connection to the smartsite was not confirmed. Visual inspection (including microscopic) did not show any anomalies or damage to the set. Functional and pressure testing was performed; no leaks were observed on any part of the set. The secondary set that was reported to be the mating component was not returned for investigation. The root cause was not identified.